Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2016-00005 and 2134265-2016-00006. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention (pci), an opticross imaging catheter was used in conjunction with a motor drive unit and a sled. When the physician attempted to perform pullback, the telescope part of the opticross&#10244;ID not move. Therefore, automatic pullback was unable to be performed. The procedure was then completed with another of the same device. No patient complications reported and the patient status is good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed no issues, the device appears to be in good conditions. The telescope assembly was able to properly pull back, advance, or retract. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as 2134265-2016-00005 and 2134265-2016-00006. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention (pci), an opticross imaging catheter was used in conjunction with a motor drive unit and a sled. When the physician attempted to perform pullback, the telescope part of the opticross&#10244;ID not move. Therefore, automatic pullback was unable to be performed. The procedure was then completed with another of the same device. No patient complications reported and the patient status is good.